Manufacturer narrative:
Concomitant product: product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a bent connector tip.

Event description:
The consumer reported a broken, bent, or loose pin connector. There was a loose connector pin on the desktop charger and the desktop charger was not able to charge the implantable neurostimulator recharger (insr). The implantable neurostimulator (ins) was dead because the patient was not able to charge it. There was no indication of patient harm. Relevant medical history included spinal pain.